Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor¿s cannula broke in half while in the stomach. They had kept on getting sensor error so they took it off. Half of the cannula was in the sensor while the other half was in their stomach. He pulled it out. The customer¿s blood glucose level during the incident was around 160 mg/dl to 170 mg/dl. Troubleshooting was performed. The product will be returned for analysis.